Manufacturer narrative:
The device was returned to zoll (B)(6) service department. The device performed to specification. However, upon inspection the customer's batteries were found to be depleted. Review of the device activity logs indicated that the device was in a red x condition due to no electrode pads being attached. A red x condition on the device is both visual and audible until addressed. It will also prevent the device from performing daily/monthly self tests and it would not alert the user of the low/depleted battery condition. The user was performing excessive manual self tests, which would further deplete the condition of the batteries. The investigation concluded that the device was not being stored in accordance with zoll recommendations (electrodes were not attached) to ensure the device is clinically ready. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.